Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 1995 - patient was diagnosed with a vaginal vault prolapse, cystocele, enterocele and underwent a cooper's ligament vaginal vault suspension with use of a "mersilene" suture. On (B)(6) 1996 - patient was diagnosed with pelvic relaxation, anterior vaginal wall relaxation, cystourethrocele, stress urinary incontinence, perineocele and underwent a perineorrhaphy rectocele repair, implant of a non bard davol dexon mesh, cystocele repair and cystourethroscopy . On (B)(6) 2004--patient was diagnosed with an anterior/posterior vaginal defect and enterocele. The patient underwent implant of a bard flat mesh, exploratory laparotomy, lysis of adhesions, abdominal sacrocolpopexy and a halban enterocele repair. On (B)(6) 2007 - the patient had an md office exam with complaints of heaviness in the rectal area during bowel movements, overactive bladder symptoms and occasional urinary leakage with daily urinary urgency. Per the md exam notes "the patient's overactive bladder symptoms of urgency and frequency are likely due to detrusor over activity, urogenital atrophy, poor pelvic tone, diabetes and diuretic use." On (B)(6) 2007 - patient had an md office exam where she complained of vaginal pain and was unable to be fit for a pessary due to the pain when the md attempted to examine her. Patient was diagnosed with a rectocele. Patient was recommended to participate in physical therapy. On (B)(6) 2014 - patient had multiple md office exams with complaints of vaginal pressure, right sided pelvic pain and a bulge in her vagina. The patient was diagnosed with a rectocele, a right levator defect with spastic pelvic floor and was treated with trigger point injections to help relieve the pain.